Event description:
Information received a ambulatory infusion pumps/cadd solis vip pumps - 2120 alarm" air in line and won't pump." No adverse patient events were reported.

Manufacturer narrative:
Additional information received by smiths medical on (B)(6) 2020 that there was no patient involvement. Device evaluation: one cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and air detector testing were performed. The customer?s concern regarding "air in line and won't pump" was unable to be duplicated. According to the investigation, the pump alarmed for a downstream occlusion check and while inspecting the dso, the dso seal had a bubble present. Investigators will replace the pump dso seal. The problem source of the reported problem is unknown.